Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site registered nurse (rn), alleging that an inaccuracy occurred while in an ear, nose & throat (ent) procedure. No specific measurement of the alleged inaccuracy, or further details of the procedure, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Device serial number not available from the site. The registered nurse (rn) reporting to the medtronic representative gave only a first name. Device manufacturing date is dependent on serial number, therefore, unavailable. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Traced the resin head using 3 point tracer with no issues. With original tracing method, there were no issues, touched certain anatomical landmarks and all on point. Reported issue could not be replicated. No specific measurement of the alleged inaccuracy, patient demographic information, navigation system serial number or further details of the procedure were provided. No further issues have been reported.

Manufacturer narrative:
Correction: a medtronic representative reported that she was not present for this case. The rep visited the site and the exams had been deleted from both of the site's navigation systems. The site has 2 navigation systems. The system serial number used during the reported event was not provided. The rep tested both systems at the site and could not replicate the reported issue on either system. (B)(4). The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated and the software logs were deleted from the systems.